Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "potassium was hung up as one hour infusion. Approximately thirty minutes after hanging, the potassium bag was noted empty. The pump was checked and stated volume to be infused was 28 cc. Although potassium already infused, twenty-nine minutes was left when noted infusion stopped to site. The intended procedure was to administer the medication using the IV set in the alaris pump over 1 hour instead of 30 minutes."